Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida (3*), parity 3 (3*), intermenstrual bleeding and prolonged heavy periods. Her previous therapy included pelvic ultrasound. Im~: normal pelvic ultrasound. Previously administered products included for an unreported indication: doxycycline monohydrate and contraceptives. Concurrent conditions included overweight, excessive menstruation, uterine bleeding, abdominal pain lower, chronic cervicitis, squamous cell metaplasia, constipation, anxiety, depression, difficulty sleeping, genital bleeding, uterus enlarged, procedural pain, abdominal pain, pain, bloating nos, urinary frequency and endometriosis. Concomitant products included estradiol since 2017 and oral contraceptive nos. In february 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain/loss (specify which one) weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)oophorectomy (bilateral),several exploratory scopes). Essure was removed in july 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, nausea, fatigue, weight increased and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, mental disorder, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2010, (B)(6) 2017 date leave began: (B)(6) 2010 date leave ended: 2010 reason: recovery from hysterectomy date leave began: (B)(6) 2017 date leave ended: (B)(6) 2017 reason: recovery from surgery date leave began: 2009 date leave ended: 2010 reason: unable to work due to pain from essure surgery (other): several exploratory scopes. Current weight 186 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pathology test - on an unknown date: gross description: there appears to be a fragment of fallopian tube attached to the specimen. There is a metal wire within the fallopian tube. No lesions are identified within the myometrium. Representative sections are submitted in three cassettes final diagnosis: uterus and cervix, robotic assisted hysterectomy: cervix with chronic cervicitis and squamous metaplasia with inflammatory atypia secretory pattern endometrium fragment of benign fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multigravida (3), parity 3, intermenstrual bleeding and prolonged heavy periods. Her previous therapy included pelvic ultrasound. Im~: normal pelvic ultrasound. Previously administered products included for an unreported indication: doxycycline monohydrate and contraceptives. Concurrent conditions included overweight, excessive menstruation, uterine bleeding, abdominal pain lower, chronic cervicitis, squamous cell metaplasia, constipation, anxiety, depression, difficulty sleeping, genital bleeding, uterus enlarged, procedural pain, abdominal pain, pain, bloating nos, urinary frequency and endometriosis. Concomitant products included estradiol since 2017 and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vaginal pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain/loss (specify which one) weight gain"). On an unknown date, the patient experienced mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)oophorectomy (bilateral),several exploratory scopes). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vulvovaginal pain, hormone level abnormal, female sexual dysfunction, migraine, nausea, fatigue, weight increased and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, mental disorder, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2010, (B)(6) 2017 date leave began: (B)(6) 2010 date leave ended: 2010 reason: recovery from hysterectomy date leave began: (B)(6) 2017 date leave ended: (B)(6) 2017 reason: recovery from surgery date leave began: 2009. Date leave ended: 2010. Reason: unable to work due to pain from essure surgery (other): several exploratory scopes. Current weight 186 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Pathology test - on an unknown date: gross description: there appears to be a fragment of fallopian tube attached to the specimen. There is a metal wire within the fallopian tube. No lesions are identified within the myometrium. Representative sections are submitted in three cassettes final diagnosis: uterus and cervix, robotic assisted hysterectomy: cervix with chronic cervicitis and squamous metaplasia with inflammatory atypia secretory pattern endometrium fragment of benign fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this report was detected to be a duplicate to record # us-bayer-2019-017022 to which all information was transferred, then this record # us-bayer-2019-061376 will be deleted. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 20208777) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for an unreported indication: contraceptives. Concurrent conditions included overweight. Concomitant products included estradiol since 2017. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes describe") and weight increased ("weight gain/loss (specify which one) weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced mental disorder ("psychological or psychiatric problems condition"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral)oophorectomy (bilateral),several exploratory scopes). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, hormone level abnormal, female sexual dysfunction, migraine, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, vulvovaginal pain and mental disorder outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hormone level abnormal, mental disorder, migraine, nausea, pelvic pain, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2010, (B)(6) 2017. Date leave began: (B)(6) 2010, date leave ended: 2010, reason: recovery from hysterectomy. Date leave began: (B)(6) 2017, date leave ended: (B)(6) 2017, reason: recovery from surgery. Date leave began: 2009, date leave ended: 2010, reason: unable to work due to pain from essure surgery (other): several exploratory scopes. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Most recent follow-up information incorporated above includes: on 19-jul-2019: new pfs received. Lot number received. Event injury was updated and new events: hormonal changes describe, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition:, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, vaginal pain, pelvic pain and she did not undergo an essure confirmation test. Were added. New reporters, plaintiffs information added. Concomitant condition and drug added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.